Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked prior to patient use. Moisture was found in the over pouch. The exact location of the leak is unknown. The device was filled with an unspecified dose of cefazolin diluted with an unspecified volume of 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information. This lot was manufactured (B)(4) 2018 - (B)(4) 2018. The device was received for evaluation. Visual inspection revealed a leak inside the bag due to broken tubing at the solvent-bonded luer junction. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.